Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The following information was received from a bayer representative: a customer reported that the power connector on the medrad stellant CT injection system all-in-one computer (aioc) hard drive had burned and melted. No injury or adverse event was reported.

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned aioc (all-in-one) display. Visual examination found that the original hard drive cables had been replaced by third party cables. Further examination confirmed an area of heat deformation was present on the hard drive at the connection point for the hard drive power cable. Our investigation determined that a high current condition within the display module had occurred which caused material deformation and degradation. On (B)(6) 2016, bayer medical care distributed a field safety notice recalling affected certegra® workstation all-in-one computers (aioc) with part number 3030896 that are used in conjunction with the medrad® stellant® CT injection system.